Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 105 mg/dl. The customer feels well and did not report any symptoms. The product is stored correctly. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 237 and 229 mg/dl. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated that his/her a1c is 6.2% which is equivalent to 131 mg/dl. Back to back test are non-fasting. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 105mg/dl. The customer feels well and did not report any symptoms. The product is stored correctly. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 237 and 229mg/dl. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 10/20/2016. The meter memory was reviewed for previous test result history (date / time not set): the 162mg/dl (B)(6) 2016 08:53 am fasting: yes, the 152mg/dl (B)(6) 2016 08:56 am fasting: yes, the 184mg/dl (B)(6) 2016 08:39 am fasting: yes, the 175mg/dl (B)(6) 2016 08:50 am fasting: yes, the 164mg/dl (B)(6) 2016 12:00 am fasting: yes. The customer stated that his/her a1c is 6.2% which is equivalent to 131mg/dl. Back to back test are non-fasting. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.